Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed

Event description:
It was reported that the IV tubing set leaked at the pumping segment during a chemotherapy infusion programed to infuse for one hour in the pediatrics oncology unit. A new IV tubing was re-primed with ivig (intravenous immunoglobulin) and no further complications occurred, however; there was a delay in treatment due to the preparation of a new dosage. There was no patient impact.

Manufacturer narrative:
The customer¿s report that the IV tubing set leaked at the pumping was confirmed due to small hole damage on the silicone tubing of the pump segment. The pcu and pump device that were in use during the customer event were not returned. Functional testing found that the set leaked from the top of the silicone segment. Closer inspection under a lab microscope observed that the leak is due to a small hole on the silicone segment. No damages were observed on the upper or lower fitment or throughout the set upon initial visual inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing was performed and small droplets were observed leaking from a small hole at the top of the silicone segment near the upper fitment. No other leaks were observed throughout the sets. The root cause of the hole damage could not be definitively determined.

Event description:
It was reported that the IV tubing set leaked at the pumping segment during a chemotherapy infusion programed to infuse for one hour in the pediatrics oncology unit. A new IV tubing was re-primed with ivig (intravenous immunoglobulin) and no further complications occurred, however; there was a delay in treatment due to the preparation of a new dosage. Although it was confirmed that patient care was delayed and that this event did not contribute to, or result in a serious adverse impact to patient; it was further confirmed during follow up, that there was no patient involvement.